Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified mid left anterior descending coronary artery. During advancement of a 2.25 x 28mm xience prime stent delivery system (sds), the proximal shaft broke into two pieces due to resistance with the anatomy. The device was simply withdrawn but resistance was noted with the anatomy and force was applied. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. The reported failure to advance and difficulty to remove the device were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the device interacted with the difficult anatomy during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.